Manufacturer narrative:
Results - ninety two unused units in sealed packages were returned. The actual unit in the incident report was not returned for evaluation. The returned units did not display any adverse characteristics that would contribute to the defect the customer experience, per the pir. All samples met the manufacturing specifications. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that there was a blood leak from the needle of the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in on the non-patient end. No injury or medical intervention reported.